Event description:
It was reported that the patient was admitted to the hospital with shortness of breath and an unsteady gait. The patient had fallen two weeks prior, when the patient's device had apparently tripped the elective replacement indicator (eri) earlier than expected. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery impedance. This device is part of the field action and has tested consistent with the field action. Performance data collected from the device was analyzed revealing high battery impedance leading to eri. The eri due to high battery impedance was logged on (B)(6) prior to explant. Ramware version 8 was installed on (B)(6) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery impedance. This device is part of the field action and has tested consistent with the field action.